Manufacturer narrative:
Bleeding is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the physician was able to complete the case but the patient experienced a significant bleeding, a medical or surgical intervention was needed to control the bleeding. The patient was moved to ICU and hospitalized.